Manufacturer narrative:
H6: code d1103 has been removed from investigation conclusions.

Manufacturer narrative:
As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog #tgu343410j, serial # (B)(6) and UDI (B)(4). H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: b14: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), adverse events which may require intervention and/or conversion to open repair include, but are not limited to: dissection, perforation, or rupture of the aortic vessel and surrounding vasculature. H6: code d1103: according to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), the gore® tag® thoracic endoprosthesis is designed to be oversized from 6 to 33% which has been incorporated into the IFU sizing guide. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2016, this patient underwent an endovascular treatment for type b aortic dissection using conformable gore® tag® thoracic endoprosthesis. Two endoprostheses were successfully implanted. On (B)(6) 2024, a reintervention was performed for a distal stent graft-induced new entry tear (dsine) which had been found by a follow-up examination. Additional stent grafts were implanted to cover the dsine. The patient tolerated the procedure. The serial number of the device placed most distally of the two was not identified. The reporting physician believed that the cause of the dsine was that the initially implanted devices had been too much oversized against the patient's aorta. The actual oversizing rate was unknown.